Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. Customer reported their blood glucose level was 525 mg/dl. Customer declined troubleshoot for high blood glucose. The customer was advised that the pump would be replaced and agreed to return for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label and minor scratches on display window noted.